Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a button error alarm. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the center button was unresponsive. Stuck button troubleshooting was performed and confirmed that the insulin pump was exposed to a change in altitude. Customer was advised to remove the battery cap and reinstall without removing the battery and that resolves the unresponsive keypad. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.